Event description:
The user failed a proficiency survey with a phosphorus result of 9.3 mg per dl. The user repeated the same sample (B)(6) 2009 and received a result of 9.6 mg per dl when it was run with other assays and 3.5 mg per dl when the phosphorus was run by itself. The acceptable range for the proficiency survey was 3.12-3.88 mg per dl. The user states they reviewed patient data and could not find any erroneous phosphorus results.

Manufacturer narrative:
The field service rep determined there was a defective gear pump and defective values sv17 and sv18. He replaced the gear pump and valves. To verify the analyzer operation, he performed calibration and qc.